Event description:
The reporter stated that the surgeon was inserting a three piece collamer model cq2015a and the lens tore. The lens was removed and replaced with no patient injury. It was reported that the lens was torn due to a loading error.

Manufacturer narrative:
Results - a visual inspection of the returned product shows that half of the lens optic and a haptic is torn off and missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.